Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: rn inserted IV catheter into patient ac to establish an IV line and draw laboratory specimens. While trying to retract needle via safety device, the needle did not retract, and blood started to fill up the hard covering of the needle. This was an 18-gauge insyte. Tue 02/25/2025 10:46 am 1. Please provide the date of event. (B)(6) 2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, injury, complication or negative outcome occurred.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4305284. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.